Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy during night drain cycle four. The patient's ultrafiltration reading was 1445ml, which indicates that the home patient (hp) drained 1445ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be a false empty detected and a use error, as the clinician inappropriately set the minimum drain volume percent setting too low. The labeling warns the patient that if they set the minimum drain volume % too low, an incomplete drain could result for the patient. This could cause an increased intra-peritoneal volume (iipv) situation. If any additional relevant information is received, a follow-up will be sent.